Event description:
A pt reported experiencing inaccurate high results with a one touch ultra meter. The pt's blood glucose results were 146 compared to the labs 105 mg/dl (blood samples "taken from vein"). Tests were done within 10 minutes with a difference of 39%. Pt did not experience any adverse events. No further info has been reported.